Event description:
Initial report of explant of device due to "fevers, redness at the site of omaya reservoir which was placed to do test dose in pt with spinal fusion. A secondary infection" was received per the annual device tracking report. F/u info from hcp revealed that pt had device implanted for less than one week. Pt was diagnosed with meningitis and signs and symptoms exhibited included fever, redness, swelling, drainage, pain, and meningeal signs and symptoms. The device pocket and cerebral spinal fluid culture positive for staph. The pt was treated with IV antibotics and total device system explant. The infection resolved. The pt had spine fusion hardware removed as a result of the spread of infection.